Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had an error code instrument combination not allowed and there was intermittent switching between monopolar and bipolar modes. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. The reported condition was not confirmed. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. A condition was found during the investigation. The 5 volt line measured low out of specification. The investigation isolated the condition to the power supply, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The power supply was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.